Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part number, lot number combination per qlik query executed on 5/6/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary ==> the device was received and inspected. Upon visual inspection, the red trigger is very loose, and the device could not be tested for its functionality. The trigger handle is shaking as if it was missing an inner component that holds it in place or has a broken inner component. It seems like the handle's internal component was broken which caused the reported condition. Thus, the reported complaint condition can be confirmed. No definitive root cause could be determined; however, it is likely that the device experienced excessive force. A manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228151- lot 1l22848 number combination. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review ==> a manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228151- lot 1l22848 number combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) via email that the truespan meniscal repair peek 12 degree handle broke and didn't release the system during arthroscopy for a meniscal repair surgical procedure. The distributor reported that the surgeon pricked, crossed the meniscus, and successfully released the first fixation. The surgeon released the handle, came through the intra-articular space, then pricked the meniscus once more to release the second fixation. While pressing the handle for the second release, the surgeon detected a cracking on the applicator and while moving out of the intra-articular space, the fixation did not detach from the applicator. There was no clinical consequence. There was a delay of 30 minutes in the surgical procedure as a spare device was used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.